Manufacturer narrative:
Analysis was performed by remote service personnel who advised the customer to sent the device into bench repair. The device was returned for bench repair and analysis was performed at the philips authorized service provider which included testing of the alleged device. The results of the analysis indicate that the speaker produced sound. Based on the results of the analysis, the product malfunction was unable to be confirmed. Although the speaker was confirmed to be functioning per specification that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
It was reported the device was getting a speaker malfunction error message when powered on. It is unknown if there was still sound coming from the device. The device was in clinical use. There was no report of patient or user harm.